Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2013-23223. It was reported, the pt will undergo future surgical intervention to have her ipg explanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.